Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing prior to detection and inappropriately shocked the patient. The lead remains in use. No further patient complications have been reported as a result of this event.